Manufacturer narrative:
Product problem was previously selected; however, this field was updated to now reflect adverse event and product problem. The type of reportable event was updated from previously being a malfunction to now a serious injury. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was returned to the manufacturer for analysis. As per the pump logs, the following occurred: (B)(6) 2017 23:10 ¿ motor stall (B)(6) 2017 23:29 ¿ motor stall recovery (B)(6) 2017 10:32 ¿ motor stall (B)(6) 2017 11:09 ¿ motor stall recovery (B)(6) 2017 16:33 ¿ motor stall (B)(6) 2017 16:58 ¿ motor stall recovery (B)(6) 2017 22:40 ¿ motor stall (B)(6) 2017 23:11 motor stall recovery (B)(6) 2017 08:21 ¿ motor stall (B)(6) 2017 09:14 ¿ motor stall recovery (B)(6) 2017 11:21 ¿ motor stall (B)(6) 2017 12:18 ¿ motor stall recovery (B)(6) 2017 09:06 - motor stall (B)(6) 2017 09:13 - motor stall recovery (B)(6) 2017 17:35 ¿ motor stall (B)(6)2017 17:52 ¿ motor stall recovery (B)(6) 2017 23:01 ¿ motor stall (B)(6) 2017 23:42 ¿ motor stall recovery (B)(6) 2017 09:38 ¿ motor stall (B)(6) 2017 11:19 ¿ motor stall recovery (B)(6) 2017 13:55 ¿ motor stall (B)(6) 2017 15:26 ¿ motor stall recovery (B)(6) 2017 16:08 ¿ motor stall (B)(6) 2017 16:08 - stopped pump period may exceed tube set as per the log, the pump administered morphine with concentration 5.0 mg/ml at a simple continuous dose rate of 1.6381 mg/day as of (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump found a motor/feethrough anomaly and shorting across the insulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml morphine at 1.6 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient saw error code 8476 [motor stall] on their personal therapy manager (ptm). It was stated the patient had not had an MRI and the patient was going in to their doctor on (B)(6) 2017 to interrogate the pump and see what the plan of care may be. It was later reported on (B)(6) 2017 that there were multiple motor stalls and recoveries and that there was an active motor stall. No symptoms were reported. It was stated the rep was trying to get the managing hcp to sign the papers for a new pump for the patient. The event date was noted to be (B)(6) 2017. Surgical intervention had not occurred and it was unknown if it was to occur. The event was not resolved and the patient was noted to be "alive - no injury". The patient's concomitant medications included oxycontin.